Event description:
After an implantation period of approx. 85 months, it was reported that the shock impedance was too high. During the ICD-system revision it was observed that the lead was fractured proximal to the connector. The lead was capped.

Manufacturer narrative:
A portion of the lead was returned for analysis. The ICD was not returned for analysis. Therefore this report only refers to the review of the quality documents associated with the manufacture of the lead and the ICD, the analysis of the returned data as well as the analysis of the lead itself. The returned data were thoroughly inspected. The inspection revealed an increasing shock impedance with values of greater than 150 ohm, confirming the clinical observation. The pacing impedance showed a normal behavior. The lead was not completely returned for analysis. Only a 3 cm long fragment with the df-1 connector pin was returned. However the corresponding conductor cable was not available. The performance of the fragment was scrutinized, including a visual inspection. During the visual inspection the conductor cable leading to the rv shock coil was found torn from the df-1 connector pin. Unfortunately an analysis of the missing lead fragment would be necessary to determine the root cause of this damage. Cuts into the insulation were detected 2 cm distal to the df-1 connector pin. This damage most likely occurred during the extraction procedure. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing processes for both the ICD and lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, there was no indication of a material or manufacturing problem.